Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had audio anomaly and hardware low level failure alert. Customer¿s blood glucose was unknown. Customer reports they did not hear beeps when audio volume settings were saved. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. However, pump error 63 alarm confirmed in the device history file due to broken trace at pin 6,keypad assembly.